Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the acoustic lens was chipped but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation revealed the following findings: elevator channel plug was loose; due to wear of lock engagement lever, up/down knob could not be locked securely. Switch#1 had a cut, elevator channel plug was deformed, air water-cylinder had discoloration, suction-cylinder had discoloration. Due to deformation of scope-connector, water tightness was lost. Due to a pinhole on channel-tube, water tightness was lost; distal end was deformed; light guide lens had a scratch; adhesive on bending section cover (a-rubber) had wear. Due to wear of angle wire bending angle in up direction did not meet the standard value. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Due to wear of angle wire, bending angle in right direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, the play of right/left knob was out of the standard value and the channel-tube had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the cleaning connection was broken on the evis exera ii ultrasound gastrovideoscope. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the acoustic lens was found to be chipped and damaged. This issue can be attributed to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.